Event description:
It was reported that during a low anterior resection procedure, the stapler only articulates to the right. The stapler would not flex to the left when the surgeon tried to articulate it with the articulation knob. Another like device was used to complete the procedure. Surgery was prolonged twenty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis showed that the atw45 was received. The device was received with the articulation mechanism damaged and without reload present. The device was tested for functionality with test reloads on the three articulated positions; on the right and center it fired, cut and formed the staples as intended. However, on the left side the device malformed some of the staples. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.a batch record review was performed and no anomalies were found during the manufacturing process.